Event description:
When the button was pushed to retract the needle, the catheter/adapter separated. No patient complications. The nurse was able to pull the catheter out with her fingers.

Manufacturer narrative:
A prepaid mailing label and tube have been sent to the customer for the return of the sample. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).